Event description:
Correction to previously filed, initial medwatch report: the physician is reportedly trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the prostar device was used for a 6f introducer sheath and was then upsized to 18f procedure. Prostar device IFU, under section indications of use states, the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Also per special populations section of the IFU, the safety and effectiveness of the prostar xl pvs system have not been established for patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. Thus there is an indication of user technique influence in the reported experience. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: the lot number was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that prior to a core valve procedure, the sutures of the prostar xl device was placed in the right common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to a 10fr and 18fr sheath. Reportedly, upon deployment, the sutures became caught around the needles and hemostasis was not achieved. A vascular surgeon was called to perform a cut down procedure. The artery was sutured closed and hemostasis was achieved. There was a significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.